Manufacturer narrative:
The underlying cause could not be determined however the issue was confirmed for the motor drift. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Foot motor drifting down after raising.